Event description:
It was reported that during a sacrospinous ligament fixation procedure for vaginal prolapse using a capio slim, the device would not capture the needle. A second capio slim was used but it also failed to capture the needle. The procedure was then cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown. Note: this manufacturer report pertains to the first of two devices used during the procedure.

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of procedure cancelled.